Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, left anterior descending (lad) artery. During predilation of the lesion, an apex monorail 1.5x15mm was inflated to 6 atmospheres and the balloon ruptured. The procedure was completed with a different device. There were no pt complications and the pt's status is reported as "good."

Manufacturer narrative:
Pt's age is 18 years or older. The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).